Event description:
Report 10 of 10 it was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled. This has occurred with all of the blood draws, but no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.